Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Patient is keeping device. X-rays, medical record have been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "loosing of cup over time - no ingrowth on cup at time of surgery."